Manufacturer narrative:
Patient information not available. Device lot number and expiration date not available. Operator of device code unavailable at this time. Device manufacture date not available.

Event description:
A procedure reportedly commenced to extract six leads: three right sided leads and three left sided leads. A spectranetics glidelight laser sheath, model 500-303 was in use. During the procedure, the patient sustained a superior vena cava (svc) tear, larger than 8 cm. Rescue efforts commenced immediately, including sternotomy. Repair of the tear was successful; patient survived the procedure.

Manufacturer narrative:
Code accepted by FDA now populated within this field .